Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the set, the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a kinked guide wire upon opening the kit was confirmed. The customer returned one guide wire and guide wire assembly without the cap. Visual examination revealed one kink, 49 cm from the distal tip. Microscopic examination revealed no offset coils and both welds were observed to be full and spherical. No separations or signs of use were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 685 mm in length and 0.790 mm for outside diameter (od). The returned guide wire was within specification for length and od(length: 679 - 687 mm and od: 0.788- 0.826 mm). This assembly consists of a rigid tube with a straightening tube and protective cap over the j-bend to prevent kinking. An inspection of the kit and tray could not be performed since they were not returned by the customer. The customer provided limited information on when the defect was observed. A device history records review did not reveal any manufacturing related issues. Based upon the condition of the returned sample, location of the kink and no tray or kit returned to inspect, the probable cause is undetermined. No further actions will be taken.